Event description:
The reporter contacted animas on (B)(6) 2012 reporting that the patient experienced elevated blood glucose to 20 mmol/l with increased thirst and irritability. The reporter stated that the pump was emitting loss of prime warnings at different points in the day and questioned the effect on the insulin delivery. Customer support advised the reporter that the pump delivery will not continue until the pump is reprimed. The reporter expressed concern that the patient may have ignored the loss of prime warnings for some time. The reporter also reviewed the site and indicated that blood was evident at the site which may have contributed to the blood glucose levels. Customer support advised the reporter to change the cartridge and infusion set to try to resolve the loss of prime issue. This report is made based on the allegation that the patient experienced hyperglycemia which may have been due to not responding to a loss of prime warning.

Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.